Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool sf navigational catheter and suffered an electric shock. During the procedure, there was internal shock to the patient. After the shock, upon ablation, the impedance raised and they stopped the ablation by using the stop button. The impedance cutoff was set to 250 and it was set to power control mode. Changing the ablation cable, impedance patch cable, turning on and off the system did not resolve the impedance issue. They exchanged the catheter which resolved the impedance issue. Additional clarification has been requested on this event. However, no further information has been made available. Since we currently do not know if there was any intervention or prolonged hospitalization required for treatment or prevention of permanent damage to the patient, this event is being conservatively reported as a serious injury.

Manufacturer narrative:
During an internal review of this complaint file on february 25, 2016, it was found that the UDI number provided on the 3500a initial report was incorrect. The correct UDI number is (B)(4). The labeling of the device was not affected. An internal corrective action has been opened to prevent this issue. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on the event on (B)(6) 2015. The maximum impedance was 250 and stopped prior to reaching the cut off value. It was clarified that there was no adverse event. The described internal shock that was originally assessed conservatively as a serious injury for an electric shock was a cardioversion that had been performed. It was not thought that the cardioversion was performed for an emergency. Therefore, with this additional information received, this event has been reassessed from serious injury to not reportable. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. No testing methods performed. No results available since no evaluation performed. Device not returned. (B)(4).